Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute integrity stent. No unusual resistance was noted when the protective sheath was removed. No difficulties or abnormalities were noted during the prep and device inspection. The target lesion in the rca had 99% stenosis, moderate tortuosity and severe calcification. Lesion pre-dilation was performed. Resistance was noted at the calcified site located anterior to the lesion when the resolute integrity device was attempted to be delivered. It was reported that the device could not cross the lesion and the stent was damaged during the unsuccessful attempts. No resistance with other devices was noted during delivery of the device. No difficulties were noted when the device was removed. Poba only was performed using a non-medtronic balloon. The physician commented that the event should be attributed to the lesion having severe calcification and moderate tortuosity. No patient injury reported.